Event description:
It was reported the drill bit broke inside the patient. Attempts were made to retrieve the broken pieces, but were unsuccessful. There was a 60 minute surgical delay as a result of this event. No adverse consequences to the patient were reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Drill bit remains in situ.

Event description:
It was reported the drill bit broke inside the patient. Attempts were made to retrieve the broken pieces, but were unsuccessful. There was a 60 minute surgical delay as a result of this event. No adverse consequences to the patient were reported.